Event description:
The radialsource sheath was used during acute mi. The doctor advanced the wire through the dilator and sheath. Met resistance when withdrawing the dilator and wire. Further pulled the dilator and wire out of the sheath and wire displayed an unraveling effect breaking off part into the pt artery. Sheath was still intact and remained as access point, however, the wire was still embedded into the artery. The doctor gained access at a different point. Later pt went into surgical to remove the remaining wire from the radial artery.